Manufacturer narrative:
Date is estimated; year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they hardly have any control ("some, but not much") and they don't feel stimulation like they used to. On call when they were putting communicator on ins they felt stim in bike seat area, but then feeling of stim went away. The patient was trying to increase stim on call and was getting message that ins battery is low and to contact their clinician. When the patient pressed dismiss on ins battery low message, the patient confirmed therapy is on. Reviewed message meaning with the patient and they reported they think the ins battery did not last as long as they expected. The patient inquired if it's normal to deplete this fast. Reviewed ins longevity. The patient mentioned they have therapy at 6.6v and inquired if this is a high setting. Reviewed max amplitude and considerations regarding therapy setting and longevity. They are at 6.6v and reported when they tried to increase stim on call, they were getting device not responding. The patient continued getting device not responding on call despite repositioning communicator on ins. While trying to connect, the patient stated they could "feel it jumping a little bit" (agent was not clear what the patient was referring to by this). When they put communicator on their ins they can feel the stimulation that the patient described as "pounding" and "tingling". Redirected the patient to their healthcare professional (hcp) to discuss symptoms and therapy. Their previous managing hcp passed away so they don't currently have a managing hcp. They have a doctor, but did not know if this doctor could manage the device. This has been going the last two weeks that they are not feeling stim like they used to and they hardly have control. They keep devices charged up and they've increased stim, but then the feeling of stim doesn't last. Agent did not ask about the circumstances that led to the reported issue. The issue was not resolved through troubleshooting. Redirected the patient to their hcp to further address the issue, ins battery status and next steps regarding replacement.